Event description:
It was reported that, surgeon was putting in a 1/3 tubular plate and when he went to put in the 3.0 locking screw into the plate, the screwdriver head broke off."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.